Event description:
The customer reported the alarm has no power. The customer reported they have replaced the batteries with a new supply. The customer reported there is no visible battery acid leakage in the battery compartment, no visible loose wires and no visible damage to the battery compartment. The customer reported this was found during set up prior to placing it in use with a patient but couldn't specify the date when this was discovered. There was no patient incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue. The alarm powers up when using new batteries. When the alarm is set to voice and tone or voice only, there is no sound when weight is removed from sensor. The alarm passes all other functional tests. There is no physical damage to the alarm unit. Note: instructions for use has a warning statement: if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened or the pir sensor is activated. (B)(4).